Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided esophageal dilator was used during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, there was a difference between the size indicated on the balloon and the packaging. The device never came into contact with the patient. The procedure was completed with another cre wireguided dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that when the complaint sample was returned for evaluation, the pouch was open. The unit was wingfolded. The catheter shaft was inspected for cosmetic defects and no issues were noted. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of different sizes between sticker on the balloon and the packaging cannot be confirmed as the pouch was opened and not sealed. The packaging indicated that the unit is from lot number 8661106 which is from upn m00558480. This lot number has an expiry date of april 2009, therefore is 4 and a half years past its expiry date. The flag label on the device indicates that the returned unit is upn m00558470. There is a mismatch between the pouch packaging and the actual unit returned. The report event could not be confirmed as the pouch was returned open and unsealed. It is likely that a mix up of units occurred at the hospital. The most probable root cause of this event handling damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided esophageal dilator was used during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, there was a difference between the size indicated on the balloon and the packaging. The device never came into contact with the patient. The procedure was completed with another cre wireguided dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.